Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 48 mg/dl. The customer treated low blood glucose value with juice. The customer needs assistance in setting up the blood glucose target and meter connection on the replacement insulin pump that they got. The insulin pump will not be returned for analysis.